Manufacturer narrative:
(B)(4). Concomitant medical products: the patients medications include; plavix, lisinopril, clopidogrel, atenolol, amlodipine, aspirin, lortab, neurontin, ativan, nitroglycerin and vitamin b12. The review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient presented to the hospital with back pain and fever. Imaging performed that same day identified possible infection of the endograft system. It was reported the root cause of the infection is unknown, however, the patient is reported to have a significant history of chronic arm cellulitis. Further, it was reported the gore endoprostheses may have become infected due to a systemic infection from an infected dialysis graft. On (B)(6) 2016, an additional procedure was performed whereby the devices were explanted. A dacron graft soaked in rifampin (antibiotic) was surgically sewn into the aorta. The patient tolerated the procedure. It was reported intravenous (IV) antibiotics are currently being administered to the patient.